Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The complaint record reasonably suggests that no further information can be obtained to complete a full assessment.

Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 400 mg/dl. The customer stated they had been in a car accident before and had to change their pump since then. The customer stated that they still had to give themselves insulin shots in addition to being on pump therapy. No further information was provided.